Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. The investigation determined the reported treatment appears to be related to circumstances of the procedure as the dislodged stent was not at the target lesion causing the reported additional therapy/non-surgical treatment (post-dilation) and foreign body in patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains implanted. The stent delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery. During the procedure, when deploying the stent at the target lesion, it was discovered that the stent was not on the balloon. The stent was found proximal to the lesion. A balloon was inserted into the stent and was deployed at the dislodgement site, proximal to the target lesion. Another xience was deployed to treat the target lesion. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.